Manufacturer narrative:
Device has not been returned for evaluation therefore, no conclusion could be made for the reported device failure.

Event description:
During spine procedure there was a "op" warning 06. This was only probe they had so the case had to be stopped. The procedure was rescheduled for 2005. The probe has not been returned for evaluation.